Event description:
It was reported that the middle of the pump's touch screen was dark, only the edges were legible, affecting interaction with the pump. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.